Event description:
The patient came to the o.r. For removal of bilateral leaking silicone breast implants. According to the patient's history they were implanted in 1992 and began leaking in 2003. She began having a cough and lung symptoms which resulted in finding the leaking implants.